Event description:
As reported, during set-up for a procedure, it was noted that the balloon catheter could be inflated, but the gauge indicator on the inflation device did not move. There was no patient injury as the device was not used on the patient. The device was disposed of by the end user hospital.